Manufacturer narrative:
The actual used set with blood through out was returned to b. Braun for evaluation. The male taper of the low pressure backcheck valve was broken off the set right above the male taper on the valve and the male taper remained solvent bonded to the ultrasite valve on the set. White stress marks were noted on the body of the valve in the area the taper was broken off, indicating force was applied to the part when it broke apart. There was no evidence of any manufacturing defect and it appears this incident was caused by an unknown trauma to the part on the set, which caused the part to break in two and disconnect the set. There are no other repots of this nature against the reported part or lot number.

Event description:
As reported by the sales rep per the user facility: female patient (B) (6). Hydration therapy started via gravity infusion. A half hour later, it was discovered that tubing had separated between injection site & backcheck valve. Tubing looks torn - customer has no knowledge of tubing being caught in something which may have caused it to tear. Patient experienced loss of blood, amount unk - no transfusion required. Pt became weak and was kept in the hospital overnight. Additional information provided by the user facility indicated tht the patient was stable when she left the unit and went to an in-patient room. As far as the reporter knows, the patient suffered no additional adverse sequela associated with the incident. No other information was available.